Event description:
As reported by marketing affiliate, the hub of the cypher select plus sds was found to be cracked during prep prior to use. The product was not used clinically, and pt details are not available. Another brand of drug eluting sds was used to successfully complete the procedure. The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt.

Manufacturer narrative:
This product is distributed outside the us, but is similar to us distributed stent delivery systems. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. Twelve units were rejected during final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Nonconformance record since ppm limit for damaged luer hub was exceeded. No action has been taken since a defined root cause does not exist. However, there are controls in place to prevent this type of defect given that 100% of product is visual inspected and tested for leakage, reason why it is considered that an adverse impact in the product did not exist. Nonconformance record was generated for monitoring of air particles, since the results were favorable, the lot was liberated and the pths was closed. This nonconformance bares no relation to the complaint reported. Proximal shaft assembly: subassembly, lots were reviewed. No other issues were noted that were considered potentially related to the reported complaint. The parameters of the luer hub molding were reviewed and they were found within specification requirements.